Event description:
It was reported that, while post-dilating a stent, the balloon ruptured at 16-17 atms and became stuck in the stent. During removal, the catheter broke at the wire exit port. The physician successfully retrieved the distal portion of the catheter from the common femoral artery with a snare. Patient status reported to be okay.